Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a hardware removal surgery. It was reported that the driver tip broke off in the bone screw. As a result the bone screw could not be removed and the driver fragment remained in the bone screw.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload.